Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial deployment of the stent graft. Furthermore, the outer sheath was found to be torn off and elongated which indicates that high forces must have affected on the delivery system during the attempt to release the stent graft. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent sheath fracture. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the limited information available, a definite root cause for the reported failure could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the endovascular stent graft could not be deployed during a stenting of a left forearm graft. The device was retracted without issue and another stent graft was used to complete the procedure successfully. There was no reported patient injury.